Event description:
Info received that the brakes were not holding. No injury reported.

Manufacturer narrative:
Tech found the brakes were not holding. Isolated issue: brakes were out of adjustment. Adjusted left foot caster to resolve this issue. Stretcher located in transport storage room.